Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported power issue and medical clinic visit. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that their controller quit working and went to the clinic to receive medical help. The patient did not disclose any further information. We have followed up with the patient and made 3 due diligence attempts with no new information. If new information becomes available, we will supplement the report.